Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient¿s guardian contacted support stating that the patient had been at school with the insulin pump kept in a pocket throughout the day. After lunch, which the patient was able to announce, the patient noticed that the tubing was dangling from the pump and then realized that the connector had broken inside the device. Photos were taken and attached to the file. The patient attempted to tape the tubing back to the pump without success. The patient, who is a minor, returned home later in the afternoon, at which time the patient and caregiver attempted to remove the cartridge and connector from the pump. They contacted customer care for assistance and guidance on how to remove the cartridge from the chamber. Using needle-nose pliers, the patient and caregiver were able to remove both the cartridge and the connector. The caregiver stated that new supplies would be applied after the patient waited the required two-hour period, and the patient administered a backup injection of insulin upon arriving home. It was further reported that blood glucose levels were affected during the event, with a highest reported value of 290 mg/dl. Blood glucose levels remained outside the target range for approximately three to three and a half hours. The patient was using a continuous glucose monitoring system and administered two units of rapid-acting insulin as backup therapy. No ketone testing was performed, no recent steroid use was reported, and no professional medical intervention was received. The patient did not receive assistance while at school and waited until returning home to address the issue. The patient experienced a headache during the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.